Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023 . H6: investigation summary: customer returned (3) 0.5ml 31ga 8mm syringes in an open polybag from the lot# 1291230. It was reported that needle hub separated inside of the needle shield. Returned samples visually examined and observed needle hub separated for two syringes. A review of the device history record was completed for batch# 1291230. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated failure. H3 other text : see h10.

Event description:
It was reported that the relion insulin syringe hub separated from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated inside of the needle shield.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1291230. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10

Event description:
It was reported that the relion insulin syringe hub separated from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated inside of the needle shield.

Event description:
It was reported that the relion insulin syringe hub separated from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated inside of the needle shield.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.